Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for check lines and bags line alarm was determined to be caused by use/user error, there was no allegation of a product malfunction, thus no sample was requested and a batch review was not performed. The likely root cause disconnected heater line from the bag. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a check lines and bags alarm while using the homechoice (hc) during therapy. Gts assisted with ending therapy and disconnecting. Gts advised the patient to contact their nurse in the morning. The patient explained that the heater line had disconnected from the heater bag. No injury or medical intervention was reported.